Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during post implant, the left ventricular (lv) lead had moved and was pacing the atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.